Manufacturer narrative:
No pt injury or medical intervention was reported. It is unclear as to whether an excessive fluid removal of 60 ml actually occurred on this pt, since the machine was programmed to remove 100 ml. After that value was entered, the machine's status screen showed the programmed amount to be removed as 160 ml. The MFR is aware of the problem "flow rate discrepancy" and is working on corrections. A final report will be submitted once the investigation is concluded.